Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 after being unconscious at home due to unknown reasons. The patient¿s inr was 1.3 upon admission. A CT scan on (B)(6) 2017 showed no obvious areas of a new stroke. On (B)(6) 2017, the patient experienced a hemorrhagic stroke and neurosurgery was performed. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient was in a coma on an unspecified date after the neurosurgery. The patient subsequently expired on (B)(6) 2017 due to hemorrhagic stroke. No additional information was provided.